Event description:
The customer reported that the monitor was showing a speaker malfunction error message, and the speaker was not producing sound. There was no adverse event or patient harm reported.